Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high impedances out of range on the right atrial (ra) lead. The physician suspects the ra lead is fracture and the patient exhibited stimulation on unipolar configuration. This ctr-p system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high impedances out of range on the right atrial (ra) lead. The physician suspects the ra lead is fracture and the patient exhibited stimulation on unipolar configuration. Additionally, there were atrial tachy response (atr) due to noisy signals oversensing. The system was reprogrammed and the plan is to monitor and eventually performing a venogram and new implant system. This ctr-p system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high impedances out of range on the right atrial (ra) lead. The physician suspects the ra lead is fracture and the patient exhibited stimulation on unipolar configuration. Additionally, there were atrial tachy response (atr) due to noisy signals oversensing. The system was reprogrammed and the plan is to monitor and eventually performing a venogram and new implant system. This ctr-p was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high impedances out of range on the right atrial (ra) lead. The physician suspects the ra lead is fracture and the patient exhibited stimulation on unipolar configuration. Additionally, there were atrial tachy response (atr) due to noisy signals oversensing. The system was reprogrammed and the plan is to monitor and eventually performing a venogram and new implant system. This ctr-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.